Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection and was examined visually by the naked eye. The collar, drive feature, and body are noted to be worn, indicating use. No lot number was provided or known therefore the DHR could not be reviewed. Documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screw it is recommended to torque at 20ncm. A definitive root cause for the complaint could not be determined with the information provided as the loosening event cannot be recreated. Complaint is therefore non-verifiable. Product received. Device evaluated by manufacturer.

Manufacturer narrative:
Device lot # was not provided/unknown. Product not returned to the manufacturer.

Event description:
It was reported that dentist seated a dental crown on (B)(6) 2017. Patient came back on (B)(6) 2017 and the screw was loose. Tooth location #29.